Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device hot, burning out the water over night, burning nose, mouth and face. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information alleging device hot, burning out the water over night, burning nose, mouth and face.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging device hot, burning out the water over night, burning nose, mouth and face.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed an unknown gray/brown and white powder-type contamination at the air inlet of the blower box. A hair-like contamination was also observed at this location. Observed an unknown white crusty type of residue and fibrous contamination on and around the iso port. Observed an unknown brown-colored and fibrous contamination on the front panel. Observed an unknown brown contamination on the top enclosure under the right-side accessory door. An unknown fibrous contamination was also present at this location. Unknown dark brown dried residue contamination was observed in the seams of the bottom enclosure and front/rear panels. This same contamination was also present on the inside of the bottom enclosure. A white dust-like contamination was observed on the blower box top surface. Potential mineral deposits or dried liquid spots are present on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. There was a black contamination, consistent with keratin, at the air outlet of the blower box and at the air inlet at the filter area. Observed a piece of blue plastic debris in the blower box. The piece of debris is approximately 10mm long and is consistent with a broken filter retention clip. Observed an unknown white (dust-like) contaminant on top of the blower motor and on the inner rim of the bottom of the blower motor. Dust-like and fibrous contamination was present on the blower outlet seal. The source of contamination was most likely external to the device. The manufacturer was unable confirm the patient's complaint of the device getting hot and "burning out the water overnight". Unable to address the patient's symptoms. Found no evidence of sound abatement foam degradation or breakdown.